Event description:
The customer was hospitalized for high bgs and dka. The customer had a virus, was vomiting, and had fever. Troubleshooting was performed. The programming, insulin concentration, and bolus history were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed family member to call back to perform the high-pressure test when clamp arrives. Also advised family member to have customer stand up when inserting the device, avoid scar tissue, and warm up the insulin to room temperature before using it.